Event description:
Healthcare professional reported a right side intracapsular rupture with deformation and capsular contracture grade iii. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Continued: e.1. : phone no. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a right side intracapsular rupture with deformation and capsular contracture grade iii. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ observed stress marks assessed as non penetrating nick. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event rupture and capsular contracture was requested on 16-january-2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a right side intracapsular rupture with deformation and capsular contracture grade iii. Device has been explanted and replaced with non-abbvie device.